Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller stated that a friend has given them an insulin pump of a deceased customer, who has passed away from diabetes. No further details were provided regarding the deceased customer or their death. The customer stated that the battery had been out of the insulin pump for a while and after inserting a battery the insulin pump started counting up. The caller rested the device after an a21 alarm, then got an a13, and another a21 alarm. The a13 alarm has occurred after the device was reset. A fresh battery was inserted and the device returned to normal function. No further troubleshooting was not performed. The caller will return the deceased customer's insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected watchdog timeout alarm during our testing. The insulin pump passed unexpected restart error test. No unexpected restart alarm noted. However, insulin pump was received with a high idle current measurement; unable to determine the root cause due to pump preservation. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: the date of death was not specified. The download history file shows data from (B)(6) 2016 through (B)(6) 2017.